Event description:
Customer stated, "she was laying in bed with the pad on top her. She then felt like little shocks. She looked at the pad and saw sparks coming out and she quickly unplugged the pad." The product was returned for investigation. The customer did not seek out medical attention. An investigation was done to look into the customers complaint. The investigator found the customer was wrapping/twisting the cord during use. The misuse of the unit led to a break in the cord near the switch. The break led to the sparks the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."